Event description:
A consumer reported seeing stars and streaks of light at night following intraocular lens (iol) implant surgery. The consumer stated she did not have these symptoms prior to surgery. Additional information was received from the surgeon who reported he did not feel her symptoms were related to the iol and he reported that she had similar symptoms prior to surgery.

Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. There are no other complaints in this lot. Additional information was requested by phone on 01/23/2008 and by fax and mail on 01/24/2008. The questionnaire was completed and returned by the surgeon on 02/01/2008.